Manufacturer narrative:
Technical services discussed bring the patient into clinic in order to evaluate the high voltage lead system. The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead due to a shock impedance measurements less than 20 ohms being detected. No adverse patient effects were reported.